Event description:
A customer repeatedly obtained positive tropi panent results that could not be confirmed by another method. A falsely elevated troponin I result could lead to inapropriate physician action. There was no report of pt harm as a result of this event.